Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult or delayed activation (clip deployment), associated with the difficult deployment (possibly from unsuccessful gripper line separation), could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was observed the patient had an enlarged ventricle and atrium. The first xtw clip (30623a1078) had difficulty with deployment. The mandrel was unable to be separated from the clip. Troubleshooting was performed and the clip was than implanted without further issue. The second xtw clip (30623a1079) was deployed and implanted. Imaging was difficult due to shadowing, but the clip was stable. While preparing to insert the third ntw clip (30210a1074) to further reduce mr, it was observed that a foreign object was floating in the clear valve of the steerable guide catheter (sgc). It was aspirated out of the way enough for them to insert the third clip, but not out of the flush port hub completely. The third clip advanced into the ventricle but then could not be brought back. The clip interaction with the chordae but was able to be removed. The clip also interacted with the second xtw clip (30623a1079) causing the second clip to detach from anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The third ntw clip was then implanted laterally to stabilize the slda. However, imaging for clip number three was difficult and deployment was difficult. After standard troubleshooting the device was able to be deployed successfully, reducing mr to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.